Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one quick connect hub and sterile sleeve for evaluation. Upon visual examination, multiple perforations were observed throughout the sterile sleeve and black residue was noted on the inner side of the quick connect hub. It was also noted the proximal u-clips were not visible. Furthermore, on x-ray examination it was noted that the distal uclip was found to be shifted out of position. Therefore, the investigation is confirmed for the reported premature separation issue as proximal uclips were not visible and distal uclip was noted shifted out of position. And the investigation is confirmed for the identified material perforation and device contamination with chemical or other material as perforation and black residue was noted to the device. A definitive root cause for the alleged premature separation issues is due to the u-clip placement (e.g., shifted out of position). Then, definitive root cause for the identified material perforation and device contamination with chemical or other material issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 01/2024) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a bone lesion biopsy procedure, the hub allegedly disconnected from the driver after the second pass. It was further reported that the procedure was completed using another device. There was no reported patient injury.